Manufacturer narrative:
(B)(4). The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, after first firing with black reload, tech reloaded instrument (with seam guard) and green load. Surgeon was unable to easily insert instrument through a b12lt trocar. Surgeon requested a new device. To complete the procedure. Upon visual inspection, felt the anvil of the instrument was deflected proximal to distal. There were no adverse consequences for the patient. One device will be returned.